Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of fluid loss due to a suspected tear in the cuff could not be confirmed through product analysis of the returned device. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 800 was thoroughly analyzed. Visual, microscopical and functional testing of the cuff did not identify a product malfunction. Visual and microscopical inspection of the balloon noted a slight wear of the kink resistant tubing (krt) and the balloon; however, the component passed the leak test. Microscopical inspection of the pump revealed a light wear on the krt and a foreign material within the pump. Due to this contamination, the component could not be functionally tested. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus). A surgical procedure was performed in which the device was removed. Upon explant, fluid loss was identified due to a suspected tear in the cuff. The patient was stable following the intervention.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus). A surgical procedure was performed in which the device was removed. Upon explant, fluid loss was identified due to a hair tear in the cuff. The patient was stable following the intervention.